Manufacturer narrative:
B3: event date: the event occurred in january 2026 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over-infused an unspecified medication during delivery to a patient. This was further described as "quantity of fluids infusing did not match the pump setting (75ml/hr). Patient was receiving more fluids than was intended". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.